Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a trauma surgery was performed on some day of (B)(6), the nail hfn 11.5mmx16cm right implanted in the patient broke. A revision surgery was performed on (B)(6) 2023, 8 months after the primary procedure, to address this complication. The current health status of the patient is unknown.

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation had not been provided; therefore, there were no clinical factors found which would have contributed to the breakage of the nail eight months post implantation. Per the report, the patient was revised to address the reported adverse event. However, the current health status of the patient is unknown. Therefore, the impact to the patient beyond the reported implant breakage and subsequent revision cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that cracking or fracture of the implant may occur. Preoperative planning section states that proper type and size of implant must be selected to ensure effective treatment of patients considering factors such as patient¿s size, strength, skeletal characteristics, skeletal health, and general health. Overweight or musculoskeletal deficient or unhealthy patients may create greater loads on implants that may lead to breakage or other failure of the implants. Additionally, postoperative care section warns that early weight bearing substantially increases implant loading and increases the risk of breaking the device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Verifying the device configuration according to the drawing print is performed within the steps of the final inspection. Additionally, according to the material specification, the quality and manufacture of standard grade titanium, aluminum and vanadium alloy shall be controlled. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.